Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and completed other unrelated repairs. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and was able to verify that the reported issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy in 4 of the 9 attempts to shock. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy twice during a code and the service indicator became present. The crew was able to provide multiple shocks to the patient prior to the failure and they continued to use the device and was able to deliver defibrillation energy to the patient. The patient did not survive the event. The healthcare provider on scene indicated that device issue did not cause or contribute to the patient's outcome. Upon evaluating the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy twice during a code and the service indicator became present. The crew was able to provide multiple shocks to the patient prior to the failure and they continued to use the device and was able to deliver defibrillation energy to the patient. The patient did not survive the event. The healthcare provider on scene indicated that device issue did not cause or contribute to the patient's outcome. Upon evaluating the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy twice during a code and the service indicator became present. The crew was able to provide multiple shocks to the patient prior to the failure and they continued to use the device and was able to deliver defibrillation energy to the patient. The patient did not survive the event. The healthcare provider on scene indicated that device issue did not cause or contribute to the patient's outcome. Upon evaluating the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.